Manufacturer narrative:
Initial and final MDR 1880729 - MDR 3003442380-2024-06625 - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue with six infusion sets between (B)(6) 2024 & (B)(6) 2024. Patient reported infusion set fell off during use. Blood glucose levels were between 100-199 mg/dl at the time of event. Patient used infusion set for 1-2 days and replaced infusion set and resumed insulin successfully. No further information available.